Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer found that there were foreign bodies on the cannula. The following information was provided by the initial reporter: "before use, it was found that there were foreign bodies on the cannula."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-27. H.6. Investigation summary: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd has initiated further root cause investigation relating to the issue of foreign matter through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer found that there were foreign bodies on the cannula. The following information was provided by the initial reporter: "before use, it was found that the foreign bodies on the cannula."

Manufacturer narrative:
H.6. Investigation summary: "material #: 301746; lot/batch #: 1323770, bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd determined that the root cause of the indicated failure mode for foreign matter was attributed to the manufacturing process. Corrective actions around cleaning have been made to help prevent foreign matter from getting into the product. This complaint lot has been manufactured before completion of these corrective actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle the customer found that there were foreign bodies on the cannula. The following information was provided by the initial reporter: "before use, it was found that the foreign bodies on the cannula."